Event description:
It was reported that the pt had intermittent crackling. This was apparently solved by the issue of new external equipment on (B) (6) 2008. Testing all this point was normal. However, the crackling returned and also fluctuations in the volume. The pt was seen by the clinic on (B) (6) 2008, and testing at this time showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.